Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that she had a rash on her back and under her breast. The patient's doctor diagnosed the rash as a fungal infection and prescribed an ointment. The patient irritation improved with the use of the ointment.